Event description:
This lead was explanted due to high thresholds and replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. The analysis of the lead demonstrated a bent is-1 connector pin. Further the distal part of the lead was found partly pulled out from the ring electrode. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. Deformations of the inner coil close to the is-1 connector pin were found. Further analysis indicated that these observations were caused by over-rotation. The cuttings in the insulation and blood in the lumen are most likely related to the surgery. The analysis did not reveal any sign of a material or manufacturing problem.